Event description:
Call center call from patient thinking her battery was low in the enterra device. Wanted someone to check the battery.

Manufacturer narrative:
Patient initially called in thinking her battery might be low and wanted it checked. Patient went to provider to have battery checked, it was low. A replacement was scheduled. Battery replaced 5/29 (B)(6). (B)(6) was removed and disposed of. No further information.